Manufacturer narrative:
Trackwise # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Hole in the c-ring did not go all the way through so they could not use for endoloop. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro. Hole in the c-ring did not go all the way through so they could not use for endoloop. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation. An investigation was conducted on 11/20/2019. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The endoloop hole in the end of the c-ring (metal rod side) was observed to be occluded. A needle was utilized to test the hole. It was unable pass all the way through due to what appeared to be plastic. There were no other observed defects. Based on the returned condition of the device and the results of the evaluation, the reported failure "mechanical issue" was confirmed. The DHR for the reported failure "mechanical issue" was reviewed. The vendors certify that all the device lots manufactured conforms to all the applicable product specifications. There were no non-conformities observed.